Event description:
The customer reported that the 2800 system touch screen monitor and hand controller would not work during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The touch screen monitor and the controller were replaced during the service call. The system was tested and found to be working as intended and put back into service.